Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed multiple high alarms: cassette not attached. Functional testing found that the downstream occlusion (dso) sensor was faulty. The dso sensor was replaced.

Event description:
It was reported that the customer tried multiple sets, and the device stated there are no admin sets attached. There was no patient involvement. Device evaluation revealed the downstream occlusion sensor was faulty.